Event description:
As reported: during a tavr procedure, the first physician started by gaining access with a micro-introducer kit while waiting on the second physician. No ultrasound was used while gaining access. Manta depth measurement was 2.5 + 1 = 3.5cm. After the heart valve placement was completed, the big sheath was removed, and the manta sheath and dilator were inserted. The manta dilator was removed, and the manta device was inserted to the 3.5cm measurement. The foot plate was deployed, the second physician pulled back to yellow/green, and pushed blue advancement tube down. It was immediately noted that hemostasis was not achieved. It was then decided to move to a cut down procedure which was successful, and patient is fine. The first physician communicated that it was clearly his fault due to having a side wall stick. Because of the side wall stick and the fact that the second physician let off tension while advancing the push tube down, the collagen and footplate were deployed inside vessel.additional information received on 19-nov-2021: the right cfa vessel size was measured at 9mm and had no calcification and no tortuosity. During the tavr procedure, there were no issues with advancing or withdrawing procedure sheaths. Prior manta deployment a total of 7000units of heparin was given intravenously.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f manta was deployed for closure in the right common femoral artery. Vasculature was 9mm, with a depth deployment measurement of 2.5cm + 1cm. Multiple attempts were performed in gaining access using micro-introducers, no ultrasound was utilized; access was positioned on the side wall of the vessel. Procedure requirements listed in the IFU (lbl-004 r a) state: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. The physician pulled the manta closure and sheath back to the 3.5cm depth measurement, deploying the anchor, pulled back the handler lever to yellow/green, and pushed the blue lock advancement tube down. It was immediately noted hemostasis was not achieved and the physician choose to do a surgical cut down. The physician later commented it was clearly his fault due to having a side wall stick and leaving off tension while advancing the blue lock advancement tube down which deployed the anchor and collagen inside the vessel. Precaution: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Step 5: deploy device and seal puncture: while maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Relax upward tension on the manta closure handle. Slide the blue lock advancement tube up the suture and out of the puncture tract. Observe the puncture site and confirm hemostasis.